Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative reported that during the implant surgery, the patient had no reaction to stimulation. Test stimulation was done with a lead and external neurostimulator (ens), but after changing parameters several times the patient had no reactions to stimulation. The health care provider (hcp) decided to change the lead. After the lead was changed, the patient had reactions to stimulation. The manufacturing representative stated there was a possible defect such as lead disconnection or fracture.

Manufacturer narrative:
Analysis of the lead found the outer insulation of the lead body was damaged at the depth stop site. There was a depth stop impression on the out insulation 2.6 cm from the proximal end.